Event description:
It was reported that the patient received several shocks and later, a vibratory alert. Device interrogation in the ER revealed hardware back-up mode. The device was restored via download, but review of printouts suggested a por during charging and therapy. The device was explanted and replaced.

Manufacturer narrative:
The reported por was confirmed via review of device image. The cause of the reset was not determined. The device was tested on the bench and in the automated test equipment. The device exhibited normal characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.